Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description large air bubble seen in primary line post-air sensor. Detailed inquiry description: air bubble seen in primary pump tubing on patient side: a lvp pump short set connected at post-pump y-site that had infused a large volume intermittent medication. 2 lvp pump method used administer intermittent meds. After medication infused, intermittent pump placed in standby mode, 2nd pump programmed to flush 9ml of fluid from post-pump y-site at same rate as intermittent med to deliver total amount. At some point during the flush infusion, air was seen in primary tubing after the post-pump y-site toward patient. Nurse stopped the infusion and attempted to remove the air bubble before priming a new set with new pumps. Both lvp pumps and pump tubing used taken out of service and sent to biomed. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One video was provided for evaluation. The video was evaluated and revealed bubbles that indicated air in line. Based on the data from the investigation, the reported defect was confirmed. Based on the data from the investigation, we are unable to determine the root cause of the reported incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.